Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 600 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. Prior to the event, the insulin pump alarmed no delivery. The customer uses quick-set infusion sets. Prior to the event, the customer woke up and discovered that the infusion set was disconnected from her body. The customer stated that she may have rolled over it while sleeping. Afterwards, the customer could not have her blood glucose under control. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.